Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 71-year-old female patient presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient's comorbidities were not reported. During support, it was noted that the patient had cardiac arrest and remained in ongoing cardiogenic shock. Additionally, a pericardial effusion had been evacuated the day prior, and the patient required multiple blood transfusions during the clinical course. At the time of daily assessment, there were no overt signs of hemolysis, and the patient's urine was described as clear yellow. The impella 5.5 was functioning at p-5 with flows of approximately 3.1 l/min, consistent with ongoing mechanical circulatory support. Several days later, the patient was successfully weaned from impella 5.5 support and survived to explant.